Event description:
Pfc sigma size 4 femoral prosthesis right was required. When box was opened; it was found to contain size 4 femoral prosthesis left. The hospital employee who reported this incident witnessed it being opened and fortunately the scrub nurse noticed the error before it hindered the successful outcome of the case.